Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. Both haptics were in an acceptable folded position (adhered to the optic by solution). The optic was pressed against the posts and down into the well area of the lens case. The qualified associated cartridge was not returned for evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. Upon return, the lens was observed to be placed into the lens case incorrectly resulting in damage. The reported event could not be confirmed. The lens was not returned in a cartridge for evaluation. The cartridge was not returned for evaluation. The observed lens damage may have occurred due to how the lens was positioned in the lens case for return. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an "advancing issue" during an intraocular lens (iol) implantation procedure. Additional information has been requested and received.